Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation or evidence of a liberty select cycler malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿in up to 20% of cases, no organism is identified¿. Although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she needed to cancel the regular scheduled delivery (rsd) on (B)(6) due to the patient not needing supplies at this time. The patient is currently in the hospital as they have developed peritonitis. The pd registered nurse (pdrn) approved cancellation and hold on account until further notice of patient status. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was scheduled to have the pd catheter (not a fresenius product) pulled and transition to hemodialysis (hd). The patient had been experiencing issues for approximately three weeks prior to the reported hospitalization. The patient was not ultrafiltrating properly during treatments. The patient had a past history of issues with the catheter not working due to scarring in the peritoneum and boils on the stomach that had tunneled into the abdomen causing fistulas. The physician had determined that the patient¿s peritoneum was failing. Due to the nonfunctioning pd catheter, the patient began retaining fluid in the legs. The patient was sent to the hospital on (B)(6) 2025 due to the fluid retention. When the patient was admitted to the hospital, the pd effluent was cloudy. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with vancomycin and cefepime (route, dose, frequency, and duration not provided). The patient¿s culture was negative for growth. No results were provided to the clinic for white blood cell count. The pd catheter was removed. The patient was permanently transitioned to hd. The patient was discharged on (B)(6) 2025. The patient continued antibiotic therapy with the vancomycin and cefepime during hd for 10 treatments. No cause could be attributed to the peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she needed to cancel the regular scheduled delivery (rsd) on (B)(6) due to the patient not needing supplies at this time. The patient is currently in the hospital as they have developed peritonitis. The pd registered nurse (pdrn) approved cancellation and hold on account until further notice of patient status. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was scheduled to have the pd catheter (not a fresenius product) pulled and transition to hemodialysis (hd). The patient had been experiencing issues for approximately three weeks prior to the reported hospitalization. The patient was not ultrafiltrating properly during treatments. The patient had a past history of issues with the catheter not working due to scarring in the peritoneum and boils on the stomach that had tunneled into the abdomen causing fistulas. The physician had determined that the patient¿s peritoneum was failing. Due to the nonfunctioning pd catheter, the patient began retaining fluid in the legs. The patient was sent to the hospital on (B)(6) 2025 due to the fluid retention. When the patient was admitted to the hospital, the pd effluent was cloudy. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with vancomycin and cefepime (route, dose, frequency, and duration not provided). The patient¿s culture was negative for growth. No results were provided to the clinic for white blood cell count. The pd catheter was removed. The patient was permanently transitioned to hd. The patient was discharged on (B)(6) 2025. The patient continued antibiotic therapy with the vancomycin and cefepime during hd for 10 treatments. No cause could be attributed to the peritonitis.